Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the servo-I had an issue concerning the pressure transducer printed circuit board (pcb). There is no information regarding if the pcb was replaced and no device logs are provided to confirm the issue. This information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the pressure transducer pcb in the ventilator failed. There was no patient involvement. Manufacturer's reference #: (B)(4).